Event description:
A customer obtained discordant vitros tsh results (vitros results=0.42, 0.43 miu/l vs. Non-vitros results= 6.42, 6.21 miu/l) from a single patient while using a vitros 5,1 fs chemistry system when compared to a non-vitros analyzer. The customer reported the result of 0.42 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the physician questioned the result and no treatment was given, changed or withheld based on the affected result. A corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the customer obtained discordant vitros tsh results from a single patient while using a vitros 5,1 fs chemistry system when compared to a non-vitros analyzer. In addition, a lower than expected vitros tsh result was obtained from a single patient correlation sample tested on two different vitros tsh lot 4061 calibrations. A definitive root cause for the discordant vitros and non-vitros analyzer results could not be determined. However, a sample interferent could not be ruled out as a potential contributing factor. There was no evidence to suggest an instrument or reagent malfunction had occurred. The root cause of this event is unknown.